Event description:
A patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported a lack of therapeutic benefit. The patient reported no improvement in urgency and patient stated that she is having to go to the bathroom every hour at night. Additionally when the patient has any kind of liquid the patient immediately has to go to the bathroom. The patient reports getting "one uti after another ," the patient is on antibiotics. The patient reported that she is experiencing pain in the vaginal area on the left side, but cannot remember when this pain started. Finally the patient reported having hip replacement on (B)(6) 2016 and that she has an upcoming knee replacement in (B)(6). No specific device issues were reported and when the patient turned off the ins she was not sure if the pain subsided or not. Patient status at the time of this report is unknown, but the report will be updated if additional information becomes available.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.